Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The air pen drive device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the air pen drive device was generally worn out. It was noted that the device was blocked and had a lack of lubrication. It was also noted that the device failed pre-repair diagnostic tests for status of development, general condition, attachment coupling assessment, switching ring assessment, hose coupling assessment, internal leak tightness, external leak tightness, marking and labeling, valve-control in "lock" position, valve-control in "hand" position with hand switch, and the power with last bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.